Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she continued to experience pain, dysuria, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted due to sui. It was reported that the patient underwent a partial removal of mesh from urethral sling due to voiding dysfunction, dyspareunia and vaginal pain on (B)(6) 2012. It was reported that patient underwent exploration of mesh and adductor fossa for mesh removal and anterior vaginal wall reconstruction, due to significant complication of sling, dyspareunia, hip, buttocks and leg pain and urinary incontinence on (B)(6) 2014. No additional information was provided.